Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user was getting an unable to proceed alert when trying to fill the tubing. It was advised to the user to take out the cartridge from the pump and do a dry run supply change. The customer care agent told the user they should not connect the connector to the cartridge prior to inserting it into the pump. The user was eventually able to fill the tubing properly. There was no report of any patient harm or adverse event associated with this report.